Event description:
The customer reported the unit failed the self test. No pt involvement.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer (fse) and the symptom was verified. It was discovered that the ground cable was loose inside the power cable. Reseating the connection resolved the issue, no parts were replaced. The device passed all performance assurance tests and remains at the customer site. Philips concluded that this was a malfunction resulting from an incomplete electrical connection.